Event description:
It was reported before using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes 215 tubes had foreign matter in the inner wall of the tube, and 2,033 tubes had air bubbles. There was no report of impact to the patient or user.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 4045276. D.4. Medical device expiration date: 28-feb-2028. H.4. Device manufacture date: 14-feb-2024. D.4. Medical device lot #: 4045278. D.4. Medical device expiration date: 28-feb-2028. H.4. Device manufacture date: 14-feb-2024. Additional unique identifier (UDI) #: (B)(4). Investigation summary: bd had not received samples or photos for evaluation. Therefore, 100 retention samples of 4045276 and 90 retention samples of 4045278 from bd inventory were evaluated by visual examination. Foreign matter was not observed in the retention samples, but in 1 retention sample of 4045278 the issue relating to gel air bubbles was observed. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles, but was not confirmed for foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.